Event description:
It was reported that balloon rupture occurred. The target lesion, which was 100% stenosed, was situated in a mildly tortuous and mildly calcified iliac vein. A 7.0 x 40 mm, 135 cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon the first inflation at 10 atmospheres. The device was successfully removed without any issues, and the procedure was completed using another identical device. No patient complications were reported, and the patient remained in good condition following the procedure.